Manufacturer narrative:
(B)(4). Device is expected to be returned for evaluation, however it has not been received yet. Upon receipt the sample will be evaluated and a follow up will be submitted. A bezoar and ulcer are known complications of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the j-tube was removed, and a bezoar was identified, as well as an ulcer in the posterior portion of the stomach.

Event description:
The sample was returned and evaluated.

Manufacturer narrative:
Reference record (B)(4). A y-adaptor, j-tube, peg - tube, clamp and external bumper were received. During the evaluation, a bezoar was visibly observed and the end of the j-tube is knotted. The most probable cause for the bezoar is the knotted j-tube. The knotted j-tube can occur due to the natural body movement. Knotting and bezoars are known complications of use of the device. The other returned components are undamaged, no defects or damages were observed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.